Event description:
Additional information received from the manufacturing representative reported that the implantable neurostimulator (ins) was overdiscahrged so the clinician reboot was performed. When the ins was above 30 percent charged the device was interrogated and impedance check performed. All contacts on lead were greater than 10,000 ohms. The cause of the problem was undetermined. The patient was going to be booked for a revision.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are : product ID (B)(4) lot# njb194583v product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient with an implantable neurostimulator (ins) had some issues with the recharger. They tried to reset the recharger but that did not solve the issue. The recharger showed a screen that suggested that the ins was overdischarged. A physician recharge mode (prm) was attempted. At the end of the prm they were able to communicate with the ins, and at that point it was seen that all of the impedances were out of range. This might have caused the drainage of the battery. A replacement of the leads was planned.